Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: visual inspection of the pump found some cosmetic damages. It was observed that the battery compartment was cracked along the threads. Moisture intrusion was observed in the battery compartment. A leak was found where the crack was located in a leak test. Additional evidence of moisture intrusion was observed in the pump when it was opened to further investigate. The pump powered up with the appropriate audible and vibratory features. The buttons responded properly. Unrelated to the casing issue, the verify screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was evidence of moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.